Event description:
Arteriovenous graft implanted approx 6 months ago. Began having febrile episodes within last month. Camplains of increasing pain and swelling in left arm. On exam left upper extremity with tender warm edematous forearm.